Event description:
The customer reported that the device displayed an error message "shutting down" with a fully charged battery installed in battery compartment a. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.